Event description:
The clinician noted the patient's blood pressure was dropping despite increasing the rate of the medication. When the clinician looked at the bag it was noted to be empty however the device allegedly did not alarm for air in line when the bag was empty. There was patient involvement, but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.